Manufacturer narrative:
The investigation determined that a higher than expected vitros ammonia (amon) result was obtained when processing a non-vitros control fluid tested on a vitros 5600 integrated system. The investigation concluded the most likely assignable cause is instrument related associated with micro slide incubator contamination. After cleaning the micro slide cm/rt rotor and replacing the incubator evaporation caps, acceptable vitros amon performance was obtained.

Event description:
A customer obtained a higher than expected vitros ammonia (amon) result when processing a non-vitros control fluid on a vitros 5600 integrated system. Biorad level 3 (lot unknown), vitros amon result 260.9 umol/l vs. The expected vitros amon result 213.3 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros amon result was obtained when processing a quality control fluid. Ortho was not made aware of any allegation of patient harm due to this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint number (B)(4).